Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
A distributor representative reported an under-infusion issue to infutronix on (B)(6) 2018 and forwarded the description of event from the initial reporter to infutronix: "the pump indicated that it had infused over 59 ml, but of the 69 ml originally in the pump, there was 49 ml left not infused". The distributor also confirmed that no patient injury occured for this event. No other patient information is available. Medication used at the time of the event is unknown.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2018-00024).

Manufacturer narrative:
Inuftronix received the evaluation report on (B)(6)2018. The reported under-infusion issue was confirmed. The affected pump was evaluated for the issue on (B)(6)2018. The infusion flow rate deviation was found to be -10.24% which was outside the +/-5% flow rate deviation specification. The affected device has been taken out of service.

Manufacturer narrative:
The reported under-infusion issue was not confirmed. Infutronix received the evaluation report from the contract manufacturer on (B)(6)2019. The device was tested twice on (B)(6)2019 and was found to have a flow rate accuracy of -2.01% and -1.06% respectively, both of which were within the +/-5% specification. This device has been taken out of service.

Event description:
This is the follow up report for the initially submitted MDR (3011581906-2018-00024).